Event description:
It was reported that the patient's prior dbs device set was removed due to an infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v463510, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v463510, implanted: (B)(6) 2010, product type lead. (B)(4).